Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's screen goes black and there is no button response. The device was not in use on a patient; there is no information provided by the initial reporter that indicated patient involvement.

Manufacturer narrative:
.